Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The physician determined that the ipg was tilted within the pocket. The patient underwent a pocket revision procedure.